Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Programmed and delivered a test bolus. Device properly delivered the test bolus and recorded the test bolus in the daily history. No bolus anomaly or history anomaly noted. The expected insulin flow blocked alarm functions properly during the basic occlusion test, and force sensor test. No unexpected alarms or alerts noted during testing. Device communicated properly with the guardian two link and the glucose sensor simulator. No insulin pump or sensor communication anomaly, calibration anomaly, lost sensor alarm, or lost signal alarm noted during testing. Device also had missing reservoir tube o ring, minor scratched display window, scratched display window cover, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay and cracked keypad overlay at the select button.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir was not locking in place. The customer¿s blood glucose level was 206 mg/dl. The customer reported that the reservoir lip came off. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.